Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing evaluation reported the plate was received with numerous surface scratches as well as deeper scratches in the notch and on the side near va11. Discoloration was noted in all shaft holes. There was notable damage to variable angle holes 3, 4 and 7. The plate was broken through features s4, va7 and s6. Additionally, the angle between the shaft and the head had been noticeably increased. Inspection performed during this evaluation against the requirements at the time the part was released found, no irregularities that would have caused or contributed to this condition. Placeholder.

Manufacturer narrative:
Additional narrative: a device history record review was conducted. The report indicates that this order met all dimensional and visual criteria at the time of release, with no irregularities documented that would have caused or contributed to this condition. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was first implanted with two plates, (non synthes), and plates failed at 8 to 10 weeks for non-healing. Synthes variable angle-locking compression plate (va-lcp) olecranon plate was then implanted, (B)(6) 2013 . Synthes plate failed after 25 weeks. Plate was explanted (B)(6) 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and is entering the complaint system. A device history records review has been requested. Placeholder.

Manufacturer narrative:
The condition of the returned device was described as the plate is fractured through features s4, va7, and s6. The plate has numerous scratches, with deep scratches around va9, va10, and va11. There is visible damage to va3 and va4, including scratches and deformation of the material on the top surface of the plate. Product development evaluation was performed and revealed that such frequent implant failures for an anatomical location, as indicated in the reported complaint description, which typically does not bear significant stresses indicates that the patient was likely not compliant, and unreasonable stresses were applied to the implanted device. However, without additional information about the patient compliance, and more detail about the surgical procedure, it is impossible to identify the definitive cause of this complaint. Therefore, the complaint is determined to be indeterminate from a design perspective. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the va-lcp is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the va-lcp is in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. The dimensions of the investigated va-lcp were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the va-lcp is 10.60 mm and the thickness is 3.20 mm. A fatigue crack is documented at the seventh proximal plate hole, on the upper side and proximal fragment of the plate. Few corrosion marks were observed in the first, second and third distal plate hole and on the two 3.5 mm locking screws. Fretting corrosion results from micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. Based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided dynamic bending loads. A large number of constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The va-lcp could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis.